Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® iliac branch endoprosthesis instruction for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to occlusion of device or native vessel. Additional considerations for patient selection include but are not limited to patient¿s anatomical suitability for endovascular repair.

Event description:
On (B)(6) 2016, the patient underwent endovascular repair of abdominal aortic aneurysm and common and internal iliac arteries aneurysms using gore® excluder® aaa endoprostheses and gore® excluder® iliac branch endoprostheses. The patient tolerated the initial procedure. It was reported that on (B)(6) 2018, the patient admitted to the hospital with the thrombosed right iliac artery and a gore® excluder® iliac branch component, and the peripheral vascular disease. The patient underwent a left to right femoral to femoral bypass procedure. The patient tolerated the procedure and was discharged home for self-care on (B)(6) 2018.